Event description:
It was reported that the patient was explanted because of poor performance. The patient was implanted on the contralateral side with a device from another manufacturer. According to the device explantation report, electrode insertion only up to the first cochlear turn could be achieved.

Manufacturer narrative:
(B)(4). Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report the device was explanted due to the active electrode array being almost completely out of cochlea. The investigation results appear to match the problems mentioned in the patient report. This is an initial and final report combined.